Event description:
A user facility registered nurse (rn) reported a blood leak that occurred 15 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed by a patient care technician (pct) who attempted to take the patient¿s blood pressure. The pct stated that a leak could be visually observed coming from the venous chamber and the line beneath it disconnected after the bloodline set was removed from treatment setup. The patient¿s estimated blood loss (ebl) was initially reported as approximately 100 ml. It was not reported that the patient experienced a serious injury, adverse event, or required medical intervention a result of this event. The patient completed treatment on the same machine with new supplies. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a blood leak that occurred 15 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed by a patient care technician (pct) who attempted to take the patient¿s blood pressure. The pct stated that a leak could be visually observed coming from the venous chamber and the line beneath it disconnected after the bloodline set was removed from treatment setup. The patient¿s estimated blood loss (ebl) was initially reported as approximately 100 ml. It was not reported that the patient experienced a serious injury, adverse event, or required medical intervention a result of this event. The patient completed treatment on the same machine with new supplies. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: a1, a6 (american indian or alaska native).

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported a blood leak that occurred 15 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed by a patient care technician (pct) who attempted to take the patient¿s blood pressure. The pct stated that a leak could be visually observed coming from the venous chamber and the line beneath it disconnected after the bloodline set was removed from treatment setup. The patient¿s estimated blood loss (ebl) was initially reported as approximately 100 ml. It was not reported that the patient experienced a serious injury, adverse event, or required medical intervention a result of this event. The patient completed treatment on the same machine with new supplies. The complaint device is available to be returned to the manufacturer for physical evaluation.